Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching and damage at implant.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, upon connection of the right atrial (ra) lead to the device, a lack of sensing was observed. The device was replaced suspecting failure of the atrial port, however the problem persisted when the ra lead was connected to the new device. Therefore the ra lead was removed and replaced as well. No patient complications have been reported as a result of this event.